Event description:
Head of the theatre, reported to our sales rep that they were performing a surgery. Tried to lock the nail through the targeting sleeve, it was not able to "hit" the distal hole of the gamma nail. They proofed the adjustment, everything was right. The surgeon want to complete the surgery and "locked" the nail in "free-hand-process" with 30 minutes delay.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.